Event description:
It was reported that the cot dropped at the head end. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): serviced by (B)(4).

Manufacturer narrative:
This product was initially reported as 6100-031-000, serial number (B)(4) which was incorrect. The correct product is 6100-003-000, serial number unknown.

Event description:
It was reported that the cot dropped at the head end. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.